Manufacturer narrative:
Physio-control was initially able to duplicate the reported issue; however, after the device was jostled the white display cleared and the issue did not recur during testing.   As a precaution, physio replaced both the system controller pcb and user interface pcb assemblies. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display upon boot-up.  A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary.  There was no patient use associated with the reported event.